Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in the hospital with pneumonia unrelated to the implantable cardioverter defibrillator system. Upon interrogation, it was revealed that the patient's right ventricular lead exhibited intermittent capture and low pacing impedance relative to the time of implant. It was alleged that this may have been attributed to micro-dislodgement. The lead was explanted and replaced on (B)(6) 2020. The patient was stable.